Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the patient had a post op refractive surprise of -2.00 when the aim was plano. Additional information was provided by the surgeon that the patient has been diagnosed with mild posterior capsule opacification.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by another ophthalmologist that the lens was exchanged for the same model and power lens.

Manufacturer narrative:
Evaluation summary: the product was not returned and no further information has been provided. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).